Event description:
Customer reported being hospitalized for high blood glucose and ketones. Troubleshooting performed and pump appeared to be functioning as designed. Found that customer sits when inserting and pinches skin when inserting with serter.